Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however the lot number was provided. Review of the device lot history record is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that during an unspecified procedure, the physician attempted arteriotomy closure with a starclose vascular closure system. The vessel locator wings would not collapse and closure was achieved with another device. The pt was anticoagulated and a femoral angiogram was taken. No pt effects were reported and no add'l info is available.